Event description:
Pt had orders for a bolus dose to be added to the pca. The nurse started this at 1650 and educated the pt and pt's spouse on the use of the bolus dose. At 2000 the nurse noted boluses given: 14, attempted: 529. Pt denied pain. Pt and family denied using bolus doses stating to the nurse that they "never touched the button." The pump was switched with another cadd pca at 2000. No boluses had been attempted since discovering the 529 attempts. Testing of the pump was conducted. Testing revealed that the remote dose cord was defective. The cord did not change from a normally closed position to an open position when the remove button was depressed. The cord was returned. The operation of the pump was tested and the operation of the pump met spec.